Manufacturer narrative:
Product evaluation has been completed on the returned lens. One iol was returned in a plastic bio-hazard bag. The original packaging was not returned. The part number and serial number cannot be verified. However, the lens does have the appearance of the reported lens. Particulates, saline dendrites and dried solutions are visible on the optic. Visual inspection found the lens in two pieces. The optic had been torn in half. One haptic was attached to each piece of the optic. Both haptics are bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode due to the condition of the returned product. There are no open nonconformances or capas for this complaint type. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no additional complaints for this lot. According to the medical review, a silicone lens was explanted and replaced with the same model but different diopter, 4 years post-implant due to scar tissue. In the medical reviewer¿s opinion, the lens subluxed due to the patient¿s scar tissue, capsular fibrosis, and contraction. Based on the information provided, the most probable root cause is patient related. No corrective action or additional investigation is necessary at this time.

Event description:
Report 1 of 2 it was reported that approximately four years post-implant, the intraocular lens (iol) became dislocated from the left eye due to capsular fibrosis and contraction. The patient noticed a decrease in their vision, and a change in the lens orientation was noticed due to phimotic anterior capsular bands, scar tissue and subluxed lens. The lens was explanted and replaced with a same model iol but different diopter, and a capsular tension ring was also placed. In the surgeon's opinion, the likely cause of the event was iol decentration due to capsular contraction and phimosis.